Event description:
Account experiencing discrepant ise results for a couple of weeks. Only the following three examples were provided, which occurred in 2008: pt 1, initial sodium result gave 120 mmol/l; repeat gave 131 mmol/l. Pt 2, initial sodium result gave 121 mmol/l; repeat gave 130 mmol/l. Pt 3, initial sodium result gave 128 mmol/l; repeat gave 134 mmol/l. The above three patient samples were also repeated on different analyzer - different methodology, and the sodium results matched the higher repeat sodium results from the original methodology. Erroneous results were not reported. The field service rep found a broken chloride contact lead, and replaced the contact lead. Performance tests were performed.